Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2014. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8120700, model: sc-8120-70, serial: (B)(6), batch: 166115a. Product family: scs-linear leads: upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 161366/161402.